Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the cockpit of the device performed a restart during the reported event. The ventilation was not affected and continued as set. The cause of the restart cannot be exactly clarified but was likely related to a heavy workload of cpu caused by a temporary software deviation. In case of a deviation concerning the cockpit, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected and will be continued as set. A visual indicator for the ongoing ventilation and safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. After successful completion of the restart, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started and is currently ongoing. The results will be provided in a follow up-report.

Event description:
It was reported: ¿a child was ventilated on a drager infinity v500 and the set up on the screen was not giving dr (B)(6) the information required so he attempted to change the view, the ventilator screen said reset in 10 seconds did not give an option to cancel and then went blank and stopped ventilating the child. The child's nurse immediately commenced manual ventilation. No apparent injury.¿